Event description:
It was reported that during an esophageal dilation procedure, the balloon burst. During preparation for the procedure, a cre balloon catheter was kinked and would not inflate. This balloon was then used in the procedure and burst while being inflated inside the pt. The balloon was inflated to 7 atm and 18mm in diameter at the time of the burst. No pieces of the balloon detached inside the pt. The balloon contained sterile water and contrast at the time of the event, which leaked into the patient's stomach. The stomach was flushed and suction was used to remove the contrast. The procedure was completed with another cre balloon successfully. There were no pt complications and the pt was noted to be fine post procedure.